Manufacturer narrative:
The stem was visually examined. There was no damage to the locking regions of the stem. Additional mdrs associated with this event: 3025141-2019-00142: head, 3025141-2019-00143: neck.

Event description:
An implanted arh slide-loc radial replacement system was removed in revision surgery. The head and the stem were loose and easily removed.